Event description:
It was reported during the use of a prostyle device, there was difficulty with foot retraction resulting in the device becoming stuck. After manipulation, the device came out. An additional method was required to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated as (B)(6) 2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to retract the foot possibly contributed to the reported difficulty to remove. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.